Event description:
The patient experienced a shocking/jolting sensation after exposure to a security gate. The device was turned off during the encounter. The patient felt fine when she was at home. The physician had no additional information.

Manufacturer narrative:
(B) (4).